Manufacturer narrative:
(B)(4). Tested with a test p-cap and the test p-cap locked in place properly. Blank display due to severely corroded pcb1. Cleaned pcb1 board with alcohol and no effect. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download to thus. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, pillowing keypad overlay, cracked battery tube case, corroded battery tube. Blank display was confirmed due to moisture damage in battery tube. Battery lasts less than expected was unknown due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. Customer reported battery lasted for 10 hours only then they put new battery which again lasted for 8 hours only. Customer stated they changed batteries 4 times since tuesday. Customer did not performed daily rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.